Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2018-00285.

Event description:
This is 2 of 2 reports. A perioperative business manager reported that the xxx-headrest (radiolucent mayfield) had a movement that was identified by the surgeons when the patient was secured in the skull clamp. It is unknown whether the device had an alleged injury or if there was any delay in surgery.

Manufacturer narrative:
The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure, unit would not have slipped. The device history record (DHR) review showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed as no issues were observed. Device identifier: (B)(4).

Event description:
N/a.